Event description:
It was reported that the patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. The patient did not receive therapy during the oversensing; oversensing was stored on the electrogram. Programming changes were made to the device and there were no further issues reported.